Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation there was debris on the j1 causing an intermittent connection with the battery. The root cause of the debris on the j1 cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported monitor was resetting.